Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of lumpy, tender, inflamed and firm are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of skin irritation, pain, inflammation and improper or incorrect procedure or method: contra-indications. ¿ do not inject juvéderm® volift® with lidocaine in the periorbital area (eyelids, under-eye area, crow¿s feet) and glabellar region. ¿ juvéderm® volift® with lidocaine should not be used simultaneously with laser treatment, deep chemical peels or dermabrasion. For surface peels, it is recommended not to inject the product if the inflammatory reaction generated is significant. Undesirable effects: the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paraesthesia, occurring after the injection. These reactions may last for a week. In particular, it has to be noted that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of these tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended. ¿ induration or nodules at the injection site.

Event description:
Healthcare professional reported treating a patient that had been injected with 2ml of juvéderm volift with lidocaine in the lips and glabella. Patient felt the lips are a little lumpy and the glabella area is tender and inflamed but not painful. Patient self treated with antihistamine. Patient was advised by a skype doctor to be treated with keflex and prednisone. Nine days later, the patient was switched to ciprofloxacin. Symptoms initially began to resolve over the next few days but flared up again. Patient called the clinic 2 days later and was treated with hylase since it remained "firm to touch and slightly inflamme." Patient had another 2 treatments with hylase and had some improvement but lumps remain firm. Symptoms are ongoing. Patient also had led light treatment.

Manufacturer narrative:
Additional information: describe event or problem.

Event description:
Additional information: symptoms have resolved (B)(6) 2018 after 8 treatments with hylase. Patient is happy with the outcome and has no nodular filler remaining.